Manufacturer narrative:
Additional information: b5, e1 (facility name, street 1, postal code, phone number), e4 (email), g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the clinical survey, post-operatively, patient populations for occlusion of vessels and other tubular structures stated that the patients occasionally experienced leakage including bile. Rare inflammation and allergic reaction to the clip were also stated. It was described what occurred and how the procedures were completed: cystic stump leak from the clip falling off, no leak from cystic stump later; oozing blood due to clip loosening and falling off; and that it rarely resulted in surgical or major medical interventions that changed the course of care.

Event description:
According to the clinical survey, post-operatively, patient populations for occlusion of vessels and other tubular structures stated that the patients occasionally experienced leakage including bile. It was described what occurred and how the procedures were completed: cystic stump leak from the clip falling off, and no leak from cystic stump later; and that it rarely resulted in surgical or major medical interventions that changed the course of care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.